Manufacturer narrative:
Device not returned.

Event description:
During the course of a navigated total knee procedure, it was reported that the tip of the ortholock ex-pin 3x110 broke off during insertion into the tibia. The broken fragment remains in the patient's tibial bone. It was reported that this was a reuse of the pin. X-rays were taken as a routine part of the procedure. No adverse consequences, no medical intervention, and no surgical delay were reported with this event. The procedure was completed successfully.